Event description:
The implantable cardioverter defibrillator (ICD) was returned to the manufacturer with no information. The ICD subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. (B)(4).

Event description:
It was later reported that the ICD was explanted and replaced due to having reached recommended replacement time (rrt).